Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an operator was exposed to cuvette waste material while cutting cuvette films to empty the cuvette waste on the dimension exl 200 instrument. The customer stated that the top sealer of the instrument did not seal the cuvettes properly. When siemens dispatched a service engineer, the customer informed the service engineer that the top sealer was fully functional and indicated that they did not require service. As per the dimension exl 200 dimension exl with lm operator¿s guide: the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures. The operator was not wearing googles at the time of the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that cuvette waste material splashed onto an operator¿s mouth and eye when she cut the cuvette film to empty the cuvette waste on the dimension exl 200 instrument. The operator immediately washed her eye and mouth and visited the clinic 7 days later. No further medical intervention was required. There are no known reports of adverse health consequences due to the event.